Event description:
The implantable cardioverter defibrillator (ICD) was implanted about 6 years ago. The device had reached a premature elective replacement indication. This resulted in the inability for the device to charge and deliver an appropriate shock. The ICD was explanted and a new ICD was implanted. This ICD is part of a boston scientific advisory.